Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic procedure, the device misfired. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, intra-operatively in a vats lobe (laparoscopic procedure), the device misfired. The device was partially fired. Over-sew the staple line in order to complete the case.